Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One 3i t3® non-platform switched tapered implant 3.25 x 10mm (bost3210) was returned for investigation. Visual evaluation of the as returned product identified signs of use (bone residue around the threads) but no apparent signs of malfunction. The complaint was received without event statement ¿ implant placed and removed the same day. Several unsuccessful attempts have been made to obtain additional information from the customer. Functional testing was not performed due to the nature of the device and event. Measurements were taken and the implant was determined to be within design specifications. No pre-existing conditions were noted. The device was intended for tooth # 31 (universal). X-ray or picture image was not provided. Appropriate documentation was reviewed. DHR review for the lot (2021011314) had revealed no deviations nor non-conformances which could have caused or contributed to the reported event. All products were conforming at the time they left zimmer biomet. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (2021011314) for similar events and no other complaint was identified. Based on the available information, device malfunction did not occur. Additionally, the reported event could not be verified/determined as the exact details of event were unknown/nonverifiable.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Age and date of birth unknown / not provided. Patient weight unknown / not provided. Date of event unknown / not provided.

Event description:
It was reported that implant placed and removed on (B)(6) 2021 for unknown reason. Patient has to return for an additional procedure to re-do implant.